Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead was not capturing at max output. A fluoroscopy was performed and showed that slack was missing and there may have been a micro dislodge. The lead was explanted and replaced. The patient was in stable condition.